Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found. It was stated the setscrew was backed out too far and forced into the tecothane. It was noted the setscrew was still engaged in the set screw block threads and tightened properly to a lead during testing.

Event description:
It was reported the patient had a loss of stimulation or therapeutic effect and their implantable neurostimulator (ins) was replaced. It was stated impedance testing, reprogramming and x-rays had been done for diagnostic testing or troubleshooting. It was noted there were no patient symptoms or complications associated with the event and the patient¿s status was reported as no injury. Reportedly, the ins was removed and replaced with a new ins in the same operation. It was later reported the patient was receiving effective therapy through another ins. It was stated the manufacturer representative was informed by the clinician that the impedances were out of range or over 4000 ohms on certain electrode configurations. It was noted they did not believe it depleted too early. Additional information stated the manufacturer representative thought it was due to the lead and the lead was disposed of.

Manufacturer narrative:
Product ID: 3093-28, lot# unknown, product type: lead. (B)(4).